Event description:
Information received from the field notes that the patient was in the hospital for an av nodal ablation. Prior to the ablation, the device could not be interrogated. Emergency vvi was not successful in resetting the device. Demand operation showed normal pacing at 70 ppm. Magnet applica- tion showed bol operation at 98 ppm.